Event description:
It was reported that, following the occlusion event approximately 21 months post index procedure, the patient underwent drug-eluting balloon angioplasty of the junction occlusion (native and in-stent) of the left sfa. No other clinical sequelae were reported.

Manufacturer narrative:
Results: tvr. Conclusions: tvr. (B)(4).

Event description:
Approximately 35 months post index procedure the patient was rehospitalized due to stenosis of the left iliac. Ballooning and stent placement was performed. Investigator indicated that the reported event was not related to the study device. The patient recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation results (B)(4) inherent risk of procedure (occlusion).

Event description:
Image review: still images of the deployed stent in the left mid sfa were provided for review. The images appear to show an irregular stent pattern in the mid-section of the stent. The images also show the calcified lesion in the vessel the images show the that previously adjacent non-welded stent segments appear to have been pushed out of alignment under the stresses of lesion morphology.

Event description:
One complete se sfa stent was implanted at the left mid sfa, which displayed 90% stenosis and was moderately calcified. Approximately 4 months following index procedure a target lesion revascularization was carried out. Revascularization was due to stenosis in the sfa, left limb, and anterior tibial artery. According to the cath lab report a balloon angioplasty was performed at the sfa (but not in-stent) and balloon angioplasty of the a. Tibialis. Investigator has indicated that event was not related to the study device. It is reported that the patient recovered with treatment.

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion of sfa artery or distal vasculature).

Manufacturer narrative:
Date of revascularization initially reported as the (B)(6) 2012 has been confirmed as the (B)(6) 2012. Results: patient's condition affected effectiveness of device (calcification present). Conclusion: device failure/lack of effectiveness related to patient condition (calcification present).

Event description:
Approximately 19 months post index the patient was rehospitalized due to occlusion of left sfa. Vascular intervention was required. The patient recovered with treatment. The investigator indicated that the reported event was possibly related to the study device.